Event description:
According to the reporter, since the mesh was implanted, the presence of the prosthesis appeared to be the cause of the patient¿s daily sharp stabbing parietal pain throughout the implant area and its surrounding area. The pain is continuous and disabling, with a strong impact on the patient¿s daily life, including: pain accompanied by a very high sensitivity to touch, any rubbing, support, shock, or pinching. Wearing tight clothing would trigger a more or less prolonged attack, lasting from a few hours to several days, hence the need to wear pregnancy clothes at all times. The patient is very uncomfortable with walking. There is pain and discomfort when moving from prolonged sitting to standing, a sensation that is difficult to describe but is similar to having to forcibly unfold a plastic bottle that has been folded in half, which requires a bent walk for a few minutes. The attacks could only be calmed by taking a drop format of amitriptyline. The patient is currently being treated by an abdominal wall surgery center within a public hospital and will soon be treated, starting in (B)(6) 2025, by a chronic pain treatment center in another hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.